Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not available for evaluation. One provided x-ray image demonstrates the deployed stent in the sfa including a digital length measurement. The digital length measurement confirms stent foreshortening; although the resolution of the image is poor the stent strut structure may indicate stent foreshortening. The investigation leads to confirmed investigation result for stent foreshortening. A process related issue could not be found. Based on the information available the investigation is confirmed for stent foreshortening during deployment. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instruction for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. (Expiry date: 03/2024).

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not available for evaluation. One provided x-ray image demonstrates the deployed stent in the sfa including a digital length measurement. The digital length measurement confirms stent foreshortening; although the resolution of the image is poor the stent strut structure may indicate stent foreshortening. The investigation leads to confirmed investigation result for stent foreshortening. A process related issue could not be found. Based on the information available the investigation is confirmed for stent foreshortening during deployment. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instruction for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: b5, d4 (expiry date: 03/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion via femoral access, the stent allegedly got foreshortened. It was further reported that, additional stent was required to complete the procedure. There was no reported patient injury.